Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient¿s right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2023. There were no consequences to the patient.